Manufacturer narrative:
(B)(6). The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow up #1 (B)(4) - device evaluation: on examination, the keypad was intact without damage. On testing, all the keypad buttons had normal response and were fully functional. The keypad cover was removed for investigation and revealed no evidence of contamination or damage of the button contacts. The pump was opened for investigation and did not reveal any evidence of damage, defect or contamination of the pump¿s interior components. Investigation was not able to duplicate the complaint.

Event description:
The distributor contacted animas on (B)(6) 2013 alleging the up arrow, down arrow and ok keypad buttons were unresponsive. No further information was provided. There was no reported adverse event associated with this complaint. This complaint is being reported because the alleged keypad button malfunction remained unresolved.